Event description:
The customer reported that during use, the product worked normally during the first ablation but after the third ablation, it did not cool anymore. This resulted in an extension of operating room time of more than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the incident sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.